Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus during recovery attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) checked the cables and connections, the latch sensors were found partially seated, and the connectors were secured. A preventative inspection was performed, and visible damage was discovered on the drawer 3.2 retractor band cable. The retractor band was removed and replaced. The drawer was then tested in the test application. The system functioned as intended after the field service engineer repaired the device.